Manufacturer narrative:
The reported alarm for high oxygen concentration was not reproduced during the test of the returned oxygen gas module in a reference ventilator. Tests in the production test system could not confirm any fault with the returned oxygen gas module. No device logs have been received. We have not been able to reproduce the reported problem, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated an "o2 concentration high" alarm. There was no patient involvement. (B)(4).